Manufacturer narrative:
Result: bed at high height due to a foreign object being placed between the base and litter, hindering the motion interrupt pan function.

Event description:
It was reported by service report that the bed was stuck at high height. No pt involvement or adverse consequences were reported.